Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit in question. The technician was able to reproduce the problem and found a defective flow-sensor which sends only partially signals. The technician replaced the defective sensor and testes the device for functionality, electrical safety and measured the output value. All tests were performed successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that on startup of the device the perfusionist was not able to de-air the cardioplegia side. The unit displayed the error message "waterflow low". Additional information: there were no patient involved the incident occurred on start up of the device (B)(4).

Manufacturer narrative:
The manufacturer investigated the defective flow sensor of the hcu40. The investigation results are the following: first a visual check has been performed by the life cycle engineering. No abnormalities of the flow sensor were found. After the visual check the flow sensor was tested with a hcu40 test unit from maquet. The patient-water circuit showed a flow of 15.4 lpm and the cardioplegia water cycle displayed a flow of: 15.5 lpm. The flow sensor run for several hours without any abnormalities. The next day, the flow sensor was connected again to the patient-water circuit. This time the unit displayed a flow of 15.4 lpm and the cardioplegia water circuit showed a flow of 0.0 lpm. During operation the failure could not be reproduced, but when the unit was booted the flow sensor has only worked sporadically. The measuring tube of the flow sensor is bonded to two thin measuring cables to the housing. When during screwing the connection pipe of the hcu40 to the flow sensor housing, a slight movement between the measuring tube and the flow sensor housing arise, the measuring cables can tear. The result is a loose connection through to loss of function. Probable root cause: the flow sensor is very sensitive during assembly. A slightly movement between the measuring tube and the housing can lead to the destruction of the measurement electronics. A "service instruction heater-cooler unit hcu 40 flow sensor replacement" was provided from the manufacturer. This service instruction is made specifically aware of the proper handling of the flow sensor (see below the notice from the service instruction on page 7 - "main flow sensor installation"): "the pipe connection on the sensor housing is of plastic and can be damaged if the cap nut does not come straight on the thread. If the thread is damaged the sensor will become unusable. The torque applied to the cap nuts on the sensor pipe connections must be 5 nm. Excessive torque will break the sensor mechanism or cause leakage. Insufficient torque will cause leakage."

Event description:
(B)(4).